Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the implant procedure, swinging of the lp docking button was noted with a stable helix. A few days post procedure, it was noted that the lp exhibited low pacing impedance, r wave amplitude variation and loss of capture. A chest x-ray confirmed dislodgement. It was also noted that the patient experienced non-sustained ventricular tachycardia. The lp was explanted and replaced. During the explant procedure, it was noted that the lp helix had stretched. The patient was in stable condition.